Event description:
It was reported that when catheter opened, the foley catheter was discolored and the balloon was not inflated. Per follow up information received via ibc on 14jul2025, stated that when the package was opened, the catheter had turned black overall. The user also inflated the balloon in the pre-test, but it didn't seem to inflate. Also, no patient involvement was reported. Per notification from investigator on 08dec2025, it was reported that balloon concentricity 100/0 and difficult to deflate against the returned syringe was found during sample evaluation on 04nov2025.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 2758j12 and manufacturing lot number nghz0020. Visual inspection noted the catheter was discolored. The silicone foley catheter is coated with a silver alloy coating, which results in the discoloration of the catheter. Therefore, the reported event is unconfirmed. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. The concentricity of catheter balloon is 100/0. While deflating only 0ml deflated within 5min. The balloon inflated within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when catheter opened, the foley catheter was discolored and the balloon was not inflated.